Event description:
Paramedics attended to a person diagnosed as asystolic. External pacing was administered using the device. Subsequently, the operator attempted to administer a defibrillator shock but the device allegedly failed to discharge and displayed the service indicator. A backup defibrillator was made available and used to adminster defibrillation. The operator indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.